Event description:
On 12/10/97 while employee's right hand was holding onto the cord of the poortable x-ray machine and left hand was on the portable, she leaned over to plug the machine in. After she plugged the cord in, she heard a buzz, lasting about 5 seconds. She put the left foot on rubber bumper of the portable & pushed herself off. She was seen in the emergency room for treatment and released. Felt to have right third digit paresthesia. Noted to have several linear marks on dorsal aspect of the right fingers. She doesn't recall touching metal surface with her band.